Event description:
Boston scientific received information that the patient's heart had enlarged and is with heart failure (hf). The physician felt that the left ventricular (lv) lead was no longer on its original place. The lv lead was surgically abandoned and was replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.